Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. The reporter stated that the pump intermittently did not emit appropriate audible tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the pump powered on properly and emitted appropriate audible tones for pump functions. Unrelated to the complaint, the display screen appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.